Event description:
During the procedure, the glide wire was extended approximately 4cm past the distal end of the scope. Upon removal of the glide wire back through the applied urology semi-rigid scope a 2 cm portion of the guidewire coating was sheared off and retained in the ureter. After numerous attempts the coating was retrieved. The patient had bleeding problems after the procedure but has since recovered normally. Upon inspection, the doctor felt a rought, sharp edge on the distal tip of the ureterscope which is believed to have cause the problemdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.